Manufacturer narrative:
D9. Date returned to mfg: 07-jun-2024. Investigation summary: 1 used unit received and decontaminated per internal procedures. The returned sample has been visually inspected under magnification and appropriate lighting conditions. No anomalies, nor physical damage detected. The visual analysis confirms presence of the correct components, specifically the regular catheter hub. Review of the DHR confirmed that the complained lot belongs to the product code 306039, which corresponds to protectiv® plus safety IV catheters. This product code is equipped with a regular catheter hub (part number: 741322), which is not equipped with wings by design, differently from the protectiv® plus-w safety IV catheters which are equipped with a winged catheter hub (ref. (B)(4)). Therefore, the issue reported by the customer (¿missing wings¿) does not consist in a defect, but rather in a feature of the product as per design. The complaint is not confirmed. The reported issue could not be confirmed, as it does not relate to a product defect, but to a customer preference. No quality related issues were found in the product; therefore no action is required. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wings allowing the manipulation of the catheter were missing. Without the wings, the nurses could hardly hold it to screw or unscrew. There was patient involvement and no patient harm/adverse event reported.